Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2020. It was reported that the trial patient has soreness where the wires are and feels achy. Additional information was received on (B)(6) 2020 and patient reported that they have not been able to void since they went for the doctor appointment on (B)(6). The patient stated they have not had the problem before and had always been able to void on their own. No further complications were reported/anticipated at this time.